Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced leakage. The following information was provided by the initial reporter: received incident report of staff member accidentally exposed to cytotoxic medication due to a faulty/damaged line. Line connected to duo which was attached to 0.9% sodium chloride and primed prior to connecting to patient. Patient received 30 minutes 0.9% sodium chloride prior to commencing gemcitabine. Gemcitabine administered over 30 minutes (999ml/hr), had fully completed and pump alarmed air in line. Staff member opened the door to the volumetric infusion pump and pulled the line down slightly to remove the safety clamp from the pump housing. At this point a thin stream of fluid flowed from the top of the rubberised pump section of the line onto the staff members arm. When the staff member released the traction on the line, the fluid stream stopped. A second staff member came to assist the first staff member while she decontaminated. The second staff member could not see any damage to the line, however noted her gloves were wet when she touched the blue plastic portion of the top of the pump segment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced leakage. The following information was provided by the initial reporter: received incident report of staff member accidentally exposed to cytotoxic medication due to a faulty/damaged line. Line connected to duo which was attached to 0.9% sodium chloride and primed prior to connecting to patient. Patient received 30 minutes 0.9% sodium chloride prior to commencing gemcitabine. Gemcitabine administered over 30 minutes (999ml/hr), had fully completed and pump alarmed air in line. Staff member opened the door to the volumetric infusion pump and pulled the line down slightly to remove the safety clamp from the pump housing. At this point a thin stream of fluid flowed from the top of the rubberised pump section of the line onto the staff members arm. When the staff member released the traction on the line, the fluid stream stopped. A second staff member came to assist the first staff member while she decontaminated. The second staff member could not see any damage to the line, however noted her gloves were wet when she touched the blue plastic portion of the top of the pump segment.

Manufacturer narrative:
H6: investigation summary a 2420-0004 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21076279. Further information provided by the customer indicates that the leakage occurred during infusion. The customer also reported that the leakage occurred from a pinhole at the top of the pumping segment, however no detailed analysis of the sample was performed prior to its disposal. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph indicates that the leakage was from the upper pumping segment component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21076297 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2420-0004 set in the past 12 months.